Event description:
The pump was returned for sensor hardware failure (set ID sensor). Log files indicate sensor hardware failure (set ID sensor). Performed admin set ID test and unit failed. Set ID will be removed and replaced during repair process. No other damage found.

Manufacturer narrative:
N/a

Event description:
The following has been reported: biomed reported: "device keeps saying 'tubing set not', even after cleaning all of the pins, sensors, and using a new cassette. Patient harm: no infusion stoppage: no." A preliminary review of the logs identified the following issue: sensor hardware failure. (Set ID sensor) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.